Event description:
It was reported that the insulin pump alarmed no delivery. Customer stated that he had to do manual injections. Customer mentioned about bayer meter readings was off 40-50 points off. Customer stated that he had some low blood glucose but doing better after the readjustment. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.